Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/13/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection showed the lens is cut in two pieces. The cut could be related to the explant process. The lens borders, other than the cut area are smooth. Both haptics are complete and undamaged. Based on the returned product evaluation there is no indication that the reported mechanical complication is related to the lens manufacturing process; a product quality deficiency was not determined. The reported issue could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
In review, it was found that ''mechanical complication'' was incorrectly not reported in the initial emdr. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Other: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 15.5 diopter lens was implanted in the patient's operative eye. It was later explanted. No additional information was provided.